Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge remained at 80% multiple times despite the pump being in use then later dropped to a lower percentage. The contact reported the pump shut off due to the battery issue. The customer's blood glucose (bg) was impacted however no specific value was provided. The contact stated the customer's bg was "possibly over 500" (mg/dl). A manual injection was administered to address bg. Multiple follow up attempts were made to contact the customer; however, the customer did not respond to follow up attempts.